Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer called to report button problem. Lateral up button lost the plastic protection and only can be used pushing it very hard. The protective housing is completely out. No adverse event alleged. A request was made for the return of the device.